Event description:
It was reported that the patient presented for follow up, the programmer exhibited a diagnostics anomaly with estimated longevity of the pulse generator. The patient would be followed with scheduled follow up. No patient symptoms were reported.